Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date is estimate. D4: a partial UDI was provided. Literature attachment: orbital atherectomy in calcified coronary lesions: a 1-year retrospective observational outcome study.

Event description:
In a published article, several significant complications related to orbital atherectomy (oa) were reported. Slow flow was noted in 7 patients (13.2%), with 2 improving after aspiration and 4 after adenosine. One patient experienced an in-hospital major adverse cardiovascular events (mace) due to no-flow following oa to a heavily calcified left anterior descending artery (lad), leading to myocardial infarction (mi), cardiac arrest, and requiring cardiopulmonary resuscitation (CPR) and an intra-aortic balloon pump (iabp). The procedure was completed successfully, and the patient was discharged on day 5. Dissections occurred in 7 patients (13.2%); 6 were minor and sealed with stents, while 1 serious dissection extended into the aorta but was successfully sealed with a stent.

Event description:
In a published article, several significant complications related to orbital atherectomy (oa) were reported. Slow flow was noted in 7 patients (13.2%), with 2 improving after aspiration and 4 after adenosine. One patient experienced an in-hospital major adverse cardiovascular events (mace) due to no-flow following oa to a heavily calcified left anterior descending artery (lad), leading to myocardial infarction (mi), cardiac arrest, and requiring cardiopulmonary resuscitation (CPR) and an intra-aortic balloon pump (iabp). The procedure was completed successfully, and the patient was discharged on day 5. Dissections occurred in 7 patients (13.2%); 6 were minor and sealed with stents, while 1 serious dissection extended into the aorta but was successfully sealed with a stent.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient cardiac arrest, myocardial infarction, vascular dissection, obstruction, and unexpected medical intervention appear to be related to operational context. In this case it is possible that the reported cardiac arrest, myocardial infarction, vascular dissection, obstruction, and unexpected medical intervention are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.